Event description:
On (B)(6)2012, company representative reported, pt stated a complaint against the infusion set. Company representative stated pt declined to be transferred at this time. Company representative reported, pt stated she experienced sores while using the infusion sets, and she discontinued using the infusion device due to these sores. On follow up call on (B)(6) 2012 pt reported the infusion set cannulas were bending. Pt stated she used the infusion sets for 4 months total beginning around 02/2011. Pt reported she would notice the cannula would come out of her body and would be bent for 5 or 6 times. Pt inserted the infusion sets manually. Pt stated she is no longer using the infusion sets and has now stopped using the infusion device altogether. Pt is currently on injection therapy. Pt reported her doctor is aware of this issue. Pt stated the bending of the cannula was causing the infusion set cannula to come out of her body. Pt reported the infusion sets were also causing sores at the insertion site. Pt stated she did not require any medical attention for this concern. Pt discarded the alleged infusion sets. Pt declined offer to send replacement infusion sets as she does not want to continue with pump therapy at this time.

Manufacturer narrative:
The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.